Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image occurred. Based on the results of the investigation, and since the device malfunction error e315 was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the noisy image malfunction: damage on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope displayed an e315 error. The issue occurred during inspection for use. There were no reports of patient harm.